Event description:
Information was received indicating that a smiths medical pneupac parapac plus ventilator was alarming high pressure and the tidal volume reading was high. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: additional information- added "no patient involvement" to section b5. Device evaluation- the device was returned for evaluation. The device was given functional testing and found to alarm for high pressure within specified limits. The reported issue was not confirmed during testing.

Event description:
Device issue detected during testing; no patient involvement.